Manufacturer narrative:
Date of event: estimated based on event date occurring 45-days from implant date of (B)(6) 2019.

Event description:
It was reported that a suspected fabric tear occurred. A left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was implanted. At the 45-day follow-up transesophageal echo (tee) some small flow into the appendage was noted through the device. The patient was taken off of their oral anticoagulant at that time. The patient recently had another tee and computed tomography angiography (cta) in early (B)(6) 2021 in preparation for a valve repair and the same flow was seen through the device going into the appendage.